Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and found a defective buffer valve. The fse replaced the buffer valve to resolve the issue. Information not provided by customer. Phone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous high ion selective electrode (ise) patient results including sodium (na), potassium (k) and chloride (cl) on their au5800 clinical chemistry analyzer. The erroneous patient results were not reported out of the laboratory. The customer repeated the patient sample and released correct results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.